Manufacturer narrative:
The astral device was returned to resmed. Evaluation of the device revealed signs of insect infestation. The device was deemed beyond repair, not recommended for patient use and returned to the customer unrepaired. Resmed reference#: pr (B)(4).

Event description:
It was reported to resmed that an astral device had a blank, black screen. There was no harm or serious injury reported as a result of the incident.